Event description:
Bravo capsule was attempted and did not deploy correctly into pt's esophagus. A second bravo capsule was attempted and did not deploy correctly. No bravo capsule was placed. Procedure was cancelled.